Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the sleeve gastrectomy via laparoscopic procedure while stapling stomach, the stapler fired halfway, then stopped, and would not start again to complete the firing. The staple line was incomplete at the central site which was fixed by over sewing. To complete the case, a manual stapler was used.